Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient programmer (pp) would not turn on. The patient was advised to change the aaa batteries and the issue was resolved. The patient also reported thatthey experienced a return of symptoms which included incontinence. The issue was described as sudden starting 3-4 months prior. The patient also noted that their healthcare provider (hcp) told them to decrease stimulation once they found a setting that was helping with symptom control so that the patient would have more leeway in adjusting if therapy stopped helping. The patient indicated that at one point their stimulation was set around 2.4, but has been gradually decreasing stimulation and at the time of the call stimulation was at 1.0. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had been a little more active than they had been but not excessively. Patient just lost bladder control and started urinating more frequently. They have changed the channel and have been having to increase setting 1-2 times a week. The issue had not resolved. When they stand up to go to the bathroom about 1-2 times per hour, the flows and they cannot stop it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's therapy stopped being effective and the patient went to her health care professional (hcp) in october and the hcp helped her change channels. The patient stated that she had better therapy results for a few days, but then the patient experienced a loss of therapy again. The patient noted that she was wetting her pants, going every 20-30 minutes, and couldn't sleep well because she loses symptom control. The patient mentioned that she had increased her stimulation and would get better therapy results for a day or two but then she had a loss of therapy again. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.